Event description:
Ligasure hand piece was set up and in use when the surgeon noted that the device would not cut. A second device was opened and used without incident. It is unknown if the second device was the same lot number or different.